Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tubes: air bubbles in tube ×3."

Manufacturer narrative:
H6: investigation summary: bd received three (3) samples and three (3) photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for 'gel bubbles' with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'gel bubbles' through corrective and preventive actions (CAPA) 2201538. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tubes: air bubbles in tube ×3."